Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel assy, vela diamond w/co2 and installed into a functional vela unit. Fluid ingress spots were noted and were visible on panel screen. The unit was powered on in service mode and touch screen was intermittent, performed touch screen calibration and the calibration failed. The customer complaint of touch screen not working properly, failed touchscreen calibration was duplicated. This is considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
The customer indicated vela respirator (B)(4) has fault with touch screen error. Top of the touch screen is not working properly. Touch screen calibration is failed. There are 2 small spots below and right side of the front panel. No patient involvement, per warranty form the issue was found during testing.

Manufacturer narrative:
(B)(4).